Event description:
Mother reported the infusion tubing separated from the luer. At 5:30 p.m on (B)(6) 2010, blood glucose was 58 mg/dl. Mother checked infusion set and noticed the separation at the luer. Mother changed infusion set and pt ate food. Blood glucose was able to be controlled by herself. Mother reported she will notify the (B)(4) if this occurs again. Mother also reported the infusion set self-adhesive does not always stick. Pt does not use body lotions and infusion site is disinfected prior to insertion of headset. Infusion headset is changed every 2 days and infusion tubing every 4 days. Target blood glucose is 80-160 mg/dl. Pt did not lose consciousness or require hospitalization. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion set was replaced and requested for eval. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.